Event description:
The customer did not report a malfunction. During inspection of ultrasound gastrovideoscope, it was observed that the brush could not be passed to the distal end when inspecting the balloon channel. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.